Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that they were hospitalized and insulin pump had keypad anomaly and time clock anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were not responded. It was reported that the insulin pump had been expose to magnetic resonance imaging machine and pump had malfunction and not working none of the buttons will responded. The customer reported that the time clock was not advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to an out of phase encoder signal. Unable to perform the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime or excessive no delivery tests due to the motor error alarm during the rewind test. All buttons functioned properly. No damage in the keypad assembly was noted. Time/clock was functioning properly.